Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection were performed and no issues were noted. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported condition burning smell was neither verified nor duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was a burning smell coming from the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.